Event description:
Heparin tubing was due to be changed today. Tubing was changed and new heparin bag hung. Volume to be infused (vtbi) programmed for 200ml. Rate 1200units/hr. Heparin drip was verified with second rn. Pump later started alarming air in line. Heparin bag noted to be empty. Vtbi 193.1 and volume infused on pump 101.13. Patient received entire heparin bag. Attending and hvi pharmacist notified. Ptt drawn. Protamine ordered and given. The pump was sequestered. Logs pulled. Bd contacted to return pump for evaluation.